Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the electrodes were very positional. Patient said if they were sitting looking forward or looking down the implant didn't stimulate and they had to raise their head like they were looking for a shooting star to go by for it to stimulate. Patient mentioned they had done an x ray a week before they saw hcp and they ordered another xray so that they got those electrodes that were in their neck. Patient stated they haven't heard anything back from the back center and they called and left a message that they were supposed to get a hold of manufacturer and have someone come in person to check their implant, leads, and settings. The patient was redirected to their healthcare provider to further address the issue. Patient reported that she could only get stimulation if she lifted her head and look up. Issue started since 8-10 months ago.

Event description:
Additional information was received from the patient (pt). They reported that the their hcp's office was supposed to contact mdt, but they didn't. Pt reported the issue was resolved. They call mdt and finally got a call back. Pt noted the stimulator was better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.